Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had components implanted sometime in 1994, possibly at (B)(6). Full revision was performed due to having increasing pain and decreased range of motion. The patella was not originally resurfaced. The product codes and lot numbers reported were reported from the staff at the sterile field. Unknown bone cement was used. Doi: 1994, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.